Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the pen needle 32gx4mm, the device experienced difficulty and inability to deliver insulin/medication. This event occurred 19 times. The following information was provided by the initial reporter. The customer stated: the client consulted that 4 boxes of 14 insulin needles purchased from the community hospital. 19 of them were difficult to push and inject, and the client thought that the needles were blocked